Manufacturer narrative:
A service report completed and dated 10/10/2018 by a dmta field service engineer revealed a coragrad system that was found extremely gassy. Dmta field service engineer recommended that southern litho replace the de-gas pump and repeat the model stone test. A subsequent check dated on 10/18/2018 by a southern litho representative indicated that the device was in compliance with dornier specifications after the replacement of the de-gas pump. A hematoma is listed as a potential adverse effect and complication in the dornier compact sigma operating manual. The details concerning individual patient outcomes are unknown. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech system gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma reported.